Event description:
Boston scientific received info that this right ventricular (rv) lead was associated with a possible perforation during the implant procedure. The lead was placed in the apex and produced good sensing and thresholds numbers. The lead helix was being extended and, on about the sixth rotation, the lead appeared to jump forward. Lead measurements were checked and there was no capture at 3.5 volts. The helix was retracted and the lead repositioned. While the pt's atrial lead was being placed, the pt's blood pressure and oxygen saturation dropped. A fluoroscopy was ordered to check for pneumothorax; no anomalies were noted. An echocardiogram was ordered and there appeared to be a small effusion. A pericardiocentesis was performed, but no blood was removed. A second pericardiocentesis was performed after the pt was sedated and intubated, and 200 cubic centimeters of blood was pulled. Lead measurements were checked again and were normal. It was noted that the pt was on plavix medication. The lead remains in svc with no subsequent reports of adverse pt effects. As no additional info concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.